Event description:
It was reported that the patient had the inflatable penile prosthesis device was removed as it was no longer working due fluid loss from the reservoir. A new inflatable penile prosthesis with 18cmx12mm cylinders, pump, and conceal reservoir were implanted. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.